Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement test, self test and a21 error alarm test. No a17 or a21 alarm. The currents are within specifications. However, the insulin pump was received with minor scratched lcd window, cracked near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed. The insulin pump alarmed multiple times unexpected restart and external ram crc error. The insulin pump self-test passed. The customer's blood glucose was unknown.